Manufacturer narrative:
The insulin pump had a blank display and a constant tone due to moisture damage on the interface board. No frozen display, lost sensor alarm or unresponsive keypad anomalies could be verified due to the blank display. The keypad traces were inspected and no moisture damage was found. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad and frozen screen. The blood glucose reading was 14 mmol/l. The customer stated that the insulin pump had also alarmed lost sensor. The customer's mother stated that she had changed the batteries but was unable to resolve the issue. During the call, the customer's mother reported that she was able to get the device to work. Advised discontinuation and replacement of the insulin pump regardless. No significant events leading up to the keypad issues were observed. Nothing further reported.

Manufacturer narrative:
(B)(4) . The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.